Manufacturer narrative:
Product analysis: the hawkone device was returned. No other ancillary devices or images were returned. The device was removed from the packaging for inspection. The cutter driver was attached to the hawkone. The torque shaft was bent beneath the strain relief. A syringe was attached to the dft, unknown liquid was located in the syringe. The dft was placed over the distal assembly, the dft was moved. Biological debris was noted throughout the distal assembly. A blue fibrous material was noted on the outside of the distal assembly. A slight bend was noted from the median of the distal housing to the flush window. The cutter was returned advanced approximately 1.0cm distal to the cutter window. The cutter driver was activated, and the cutter was able to be retracted successfully. Microscopic inspection of the cutter revealed blue fibrous material in the cutter rim. The cutter was attempted to be advanced however it could only be advanced approximately 1.1cm distal to the cutter window. Biological debris was observed at the distal rim of the cutter. Device soaked - 24 hours. Advancement attempted again - could only advance approximately 1.3cm distal to the cutter window. The cutter was unable to complete a packing stroke. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a hawkone h1-m device with a non-medtronic 6fr sheath and a non-medtronic guidewire with no embolic protection device to treat a 60-70 mm slightly calcified, non-tortuous 70-80% stenotic plaque lesion in the patient¿s mid, right superficial femoral artery (sfa). Vessel diameter was reported as 5-6 mm. The IFU was followed and the device was prepped without issue. The vessel was not pre-dilated. It was reported that the physician used it successfully for 4 passes but then he could not see the plunger moving forward and/or backwards under fluoroscopy, he felt that the device was not cutting any more. He pulled the device back and flushed it. The physician then advanced it again but he still felt that it was no longer cutting. The thumbswitch was turned off while in use in the patient but the position of the cutter is unknown. The device was safely removed from the patient and there was no damage noted to the cutter or distal tip. The procedure was successfully completed with post-dilation. No patient injury was reported.